Event description:
It was reported that the customer was receiving an unexpected restart alarm. The customer's blood glucose was 96 mg/dl. The customer inserted a new battery. Troubleshooting was done for a blank display. Customer stated that she placed the insulin pump inside her bra and was perspiring. Customer stated that there was fluid under the lcd display. Customer also stated that there were no cracks or other issues with the insulin pump. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic assembly. No battery alarms could be verified due to a blank display. The insulin pump had a scratched display window, cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, cracked reservoir tube window, cracked case at the reservoir tube window corner and a stained end cap sticker.